Event description:
Mesh prolene phse lot 23623-13 ethicon. Implanted on (B)(6) 2011 by (B)(6) clinic, dr (B)(6) at (B)(6) hospital in (B)(6). Following laparoscopic cholecystectomy on (B)(6) 2011, at (B)(6) hospital in (B)(6), I immediately began having these symptoms: burning, itching, sharp pains, numbness with pain, mesh movement, bulging, abdominal bloating, intermittent blockage of bowel, left leg pain, foreign object in left leg without history of puncture injury, loss of mobility, muscle spasms, difficulty sitting and standing, stiffness in left leg, low back pain, difficulty moving bowels, migraine, incontinence, sexual dysfunction/pain, nausea.